Manufacturer narrative:
The quattro catheter involved in the reported complaint will not be returned for evaluation because the customer has disposed of it. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
Two expired quattro catheters (lot# 185592) were used for educational purposes. Upon set-up and priming, as soon as the first balloon started to fill, it started leaking. Both catheters leaked out of multiple openings. The two catheters had just been opened and had never been used for educational purposes. No patient involvement.